Event description:
It was reported to philips that the touchscreen was damaged. The device was reported to not be in use and there was no patient or user impact noted. The customer spoke with a philips remote service engineer (rse) and requested the part number for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer placed an order for a touchscreen. Many good faith efforts have been made to obtain additional information from the customer however there was no response. If additional information is later received, a supplemental report will be submitted.